Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, the device had a poor staple formation, and incomplete staple line distally. They then used another device to resolve the issue in order to complete the case. There was no patient injury.